Manufacturer narrative:
Four calibrations were performed on (B)(6) 2024. Calibrations performed at 5:23 and 9:47 passed, but calibrations at 9:23 and 9:33 failed. Based on the provided quality control data, control recovery appeared to be ok. The field service engineer found the cause to be the mixing tower. The tower was not mixing or drying as it should. The mixing tower and reference electrode were replaced. Precision studies were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas integra 400 plus. The sample initially resulted in a sodium value of 126 mmol/l. The result was not consistent with the patient's history, so it was repeated. The repeat result was 136 mmol/l and this value was deemed correct.

Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6). The investigation is ongoing.